Manufacturer narrative:
Internal report reference number: (B)(4). Test strips (zy4619s) were not returned for evaluation. Meter was returned - product evaluation in-process. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 270, 168, 165 and 283 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130 and expected pm fasting blood glucose test result range is 140-150 mg/dl. The customer stated that she had not used the true metrix meter in 6 months and that she had been using another device. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated that she is storing the product in her purse but that at night it is stored in her bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2023 and open vial date was not disclosed. The customer did have another vial of test strips, lot number zy4388s; during the call, a back to back blood test was not performed by the customer. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
Sections with additional information as of 15-jul-2022: h10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips (zy4619s) were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.